Event description:
Report received from (B)(4) stating that the device needed service. During service, the device was found to have a damaged neuro-tip. It is unk if the device was being used during surgery. It is also unk if there was any pt or user injury, medical intervention or surgical delay related to the event. No addition info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged neuro-tip" was confirmed. During service the device was found with a damaged neuro-tip. If additional info becomes available a supplemental report will be submitted. (B)(4).